Event description:
The customer reported that cardizem completed sooner than expected. Cardizem was started at at 09:00 at 5 mg/hr. One hour later the nurse found the cardizem bag empty, it has dispensed 125 mg (1mg/ml). The nurse switched out the 8100 to another pump. There was no harm to patient..

Manufacturer narrative:
Correction on initial report: d.11 additional information provided: b.3 & d.11 the report of that an infusion completed sooner than expected was neither confirmed nor replicated. Physical inspection of the device noted the instrument seal not intact. The mechanism assembly was completely disassembled, and no anomalies were noted. The event description stated the intended rate was 5mg/hr with 125ml delivered (1mg/1ml), which would make the rate 5ml/hr. The pump module event log shows pump module s/n 14115667 was programmed to infuse at a rate of 5ml/hr with a vtbi of 200ml at 9:01 am on 25 november 2019 and ran until 10:04 am when the device was paused and subsequently channeled off. There were no alarms or errors prior to the device being channeled off by the user. The pcu and/or its logs were not received so the profile and medications in use could not be verified. The pcu was requested but was not available per biomed. A review of the device error logs found no errors during the time period of the reported event. Functional testing performed found the pump module to be delivering fluid within specification. The mechanism assembly was completely disassembled, and no anomalies were noted that could have contributed to the reported issue. The disposable set was not returned for investigation .

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that cardizem completed sooner than expected. Cardizem was started at 09:00 at 5 mg/hr. One hour later the nurse found the cardizem bag empty, it has dispensed 125 mg (1mg/ml). The nurse switched out the 8100 to another pump. There was no harm to patient.